Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited false pause episodes due to undersensing. The patient was brought in clinic and programming changes were made to resolve the issue. The patient was stable.